Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's clinical trial representative reported via phone call that they experienced mild ketones at 0.6. Customer's blood glucose level was 326 mg/dl. Customer other relevant blood glucose level was below 200 mg/dl and then went down 70 to 100 mg/dl. Customer was not hospitalized as he was able to manage it. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). The device passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at 0.08705 inches.